Manufacturer narrative:
A steris account manager arrived onsite and observed that user facility personnel were utilizing a shoulder table attachment from a third party. The operator manual states (pp. ), "warning-instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose-or from using accessories manufactured and sold by other companies on steris surgical table." User facility personnel were also unlocking the surgical table while a patient was present. The operator manual states (pp.1-1), "do not disengage floor locks when patient is on table." The steris account manager performed in-service training on the proper use and operation of the 4085 surgical table. The 4085 surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their 4085 surgical table tipped while a patient was present on the table. No report of injury.